Event description:
The customer opened a new box of contour strips and found the cap open on one of the bottles. No adverse events were alleged. Caller was advised to return the strips for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.